Event description:
It was reported that during an atrial fibrillation ablation procedure, a farawave nav catheter was selected for use. Upon preparation of the farawave nav catheter, it was discovered that saline was leaking from the saline connection of the catheter. During visual inspection, it was verified that this connection was broken. Saline was leaking from the luer and catheter connection. Troubleshooting was performed, and the physician attempted to reconnect the saline into the catheter, but the catheter still leaked and the connection of the catheter was seen to be broken. The catheter was replaced and procedure was completed without patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a farawave nav catheter was selected for use. Upon preparation of the farawave nav catheter, it was discovered that saline was leaking from the saline connection of the catheter. During visual inspection, it was verified that this connection was broken. Saline was leaking from the luer and catheter connection. Troubleshooting was performed, and the physician attempted to reconnect the saline into the catheter, but the catheter still leaked and the connection of the catheter was seen to be broken. The catheter was replaced and procedure was completed without patient complications. It was further reported that there were cracks noted in the luer. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.